Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported being unable to exit the preparing to prime loop. The customer also reported that insulin was squirting out of the insulin pump during the priming process. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm and displacement test. No rewind or prime anomaly was noted. The insulin pump was received with a cracked reservoir tube lip.